Event description:
It was reported that the patient had pain at the implant sites after implant. The pain did not resolve. As a result, surgical intervention was undertaken on (B)(6) 2026 where system was removed to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.